Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was material missing as a result. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the harmonic ace instrument could not be closed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient's anatomy. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint and the following additional information was provided: the video clip was out of focus, but it did show that a white teflon pad at the instrument tip was partially missing.

Event description:
Refer to h11 for follow-up information.